Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.